Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery; the customer changed their site 5 times since yesterday but the alarms persisted. The patient's blood glucose at the time of incident was 512 mg/dl, which she treated by bolusing and changing sites. Troubleshooting was initiated for the no delivery issue. A fixed prime was attempted and the insulin pump alarmed no delivery. The customer disconnected the reservoir and rewound the insulin pump; she then pushed insulin through the tubing successfully. The customer was advised that the insulin pump was working as designed and that the no delivery alarms were caused by a reservoir or infusion set occlusion. No products were returned or replaced.